Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch reports the evaluation of the device. This supplemental medwatch report also corrects information submitted in the initial medwatch report. Please reference sections d1 updated, d4 model number updated, d4 catalog number removed, d4 primary UDI number updated. Justification: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Evaluation results: the device was evaluated by zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing which included overnight charge testing using a known good test battery, defib cycling, and all functional testing without duplicating the customer's report. An internal inspection found no discrepancies. The dock connector board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.